Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by plugging the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required.